Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. A review of the system log file confirmed the reported problem. Upon functional testing, the fse found that the host pc did not boot up when the 'on' button in the control room was pressed. To resolve the issue, the fse reseated cables to the host pc, rebooted the system and turned the system on using the square reset/power button in front of the pc. After this, the system worked normally and returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting up. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and secured all the connections, reset the host pc and powered the pc on which returned the device to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.